Event description:
The field service center reported, the ventilator turbine did not rotate with an audible alarm during service. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na